Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator for dystonia. It was reported that the patient was implanted with deep brain stimulation (dbs) on (B)(6) 2015 and in 2016, the patient did not experience a greater than 50% reduction in symptoms so the device was explanted. It was also noted that cause and what troubleshooting was performed related to the event were unknown. No further complications were reported/anticipated. Additional information was received from a manufacturer representative (rep). It was reported that it was unknown when the patient began experiencing a lack of therapeutic benefit (not more than a greater than 50% reduction in symptoms). It was also noted that explanting the device resolved the event. No further complications were reported/anticipated.